Event description:
The investigator assessed the endoleak event as device related.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment a descending thoracic aortic aneurysm that was most prevalent in the primary curve above the celiac artery. The majority of the sac was on the anterior portion of the artery. There was also some dilatation in the descending thoracic aorta just below the apex, distal to the left subclavian artery. The anatomy was reported as very tortuous aortic arch coupled with sharp bend in the mid-descending thoracic aorta. The first proximal main stent graft was placed however, the device began to buckle at the point between the plastic coil and the distal portion of the stent graft. The physician decided to place this device low, hoping that the graft itself would eliminate a lot of the open area so a second proximal main could be introduced without losing push ability in the same area. A second proximal main was introduced and it did track higher up the dta but it still did not travel around the apex as desired. The physician decided to place this graft in that location and began to deploy. As the deployment handle was rotated the stent graft was advance forward slightly to get a little closer to the desired landing zone. The graft was pinned to the superior aspect of the aorta and when the stent crowns cleared the deployment sheath the stent graft opened toward the inferior aspect of the aorta dramatically. Due to the location in the apex of the transverse and descending aorta the most inferior stent crown flipped to the lower portion of the apex and became trapped in that spot. Unfortunately the rest of the graft was fully deployed which eliminated the chance of possibly pulling back on the stent graft to eliminate the problem. It was reported that three year post index procedure the aneurysm ruptured due to an unknown endoleak. The investigator assessed the relationship of the unknown endoleak as related to the device. The relationship to the procedure remains as unrelated. The endoleak was unresolved at the time of death. The patient expired the following day. This device is not marketed in the united states but is similar to a device that is marketed in the united states.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, aneurysm rupture, death) patient's condition affected effectiveness of device (anatomy related; very tortuous aortic arch coupled with sharp bend in the mid descending thoracic aorta). Conclusion: device failure/lack of effectiveness related to patient condition (very tortuous aortic arch coupled with sharp bend in the mid descending thoracic aorta).